Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported there was an eri message on a non-rechargeable device. The caller reported he had falls in the past but didn¿t know which years they were but said recently he had 2 falls a little over a week prior. The patient was dissatisfied with the ins longevity. He though the battery would have lasted longer than 5 years. The patient stated their last programming session was about 3 years prior. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the eri was unknown as the hcp hadn't seen the patient. They stated it was at eri for more than 2 years. There were no further complications reported.